Manufacturer narrative:
(B)(4). Insulation damage and fracture and of the inner coil and svc conductors were noted at 37.0cm from the connector pin.

Event description:
It was reported that the lead was extracted and replaced due to suspected insulation damage or lead fracture. The patient was in good condition after the event.